Event description:
Additional information obtained that indicated this has become a legal case. No further investigation will be done.

Event description:
The hcp reported the catheters disconnected from the pump twice and are still in the pt's spinal area.